Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were reseated and the hand switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was unable to make exposures (no fluoroscopy). There is no report of injury or death associated with the event described in this complaint.